Manufacturer narrative:
G4:26mar2021. B4:03apr2021. Per biomed, the issue was discovered in the biomed shop during testing; there was no patient involvement. The biomed reported that the unit is failing touchscreen calibration. Biomed reported that replacing the touchscreen corrected the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02oct2020.

Event description:
The biomed is reporting the v60 will not pass a touchscreen calibration. The customer contacted product support and was recommended to order and replaced the v60 touchscreen. The customer reported that the unit was in use on a patient , but there was no patient harm reported.